Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced sterile peritonitis which was manifested by cloudy effluent, abdominal pain, and tiredness. The cause of the event was unknown. Six days after event onset, the patient was hospitalized for the event. The same day as event onset, the patient treated with intraperitoneal (ip) ceftazidime (187.5 mg four times a day) and ip cefazoline (187.5 mg four times a day) for sterile peritonitis. Two days later, cefazoline treatment was discontinued. On the same day, the patient started treatment with ip vancomycin (37.5 mg four times a day). Four days after initiation, ceftazidime treatment was discontinued. The following day, treatment with vancomycin was increased to (67.5 mg four times a day) and three days later, treatment with vancomycin was increased to (82.5 mg four times a day, duration not reported) for sterile peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.